Manufacturer narrative:
Investigation summary: bd did not receive any samples for investigation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has not been confirmed for the indicated failure mode: foreign matter inside product / fluid path. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes, a green flaky foreign body was seen inside of one tube. No adverse impact was reported regarding the patient or user.